Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, discomfort soreness, dysfunction and loss of range of motion. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2008 allegedly due to metallosis and impingement. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiffs complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01371-1 / 01373-1 & 2428).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01371 / 01373).